Event description:
It was reported that during a cervico-thoracic fusion at the alfred hospital on (B)(6) 2011 at approximately 10pm, the surgeon noted that the 4 x 30mm pangea screw being put into the t5 pedicle was not screwing in smoothly. The surgeon was using the t-handle ratchet, the long t25 screwdriver shaft with the retaining sleeve for pangea low toggle attached. When he attempted to align the screw head for rod placement, he noted the internal collet had rotated, stopping the rod from sitting in the tulip of the screw. The surgeon then pulled the collet out with forceps and then proceeded to remove the screw from the pedicle. Another 4 x 30mm screw was used in its place without further incident. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.